Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the provided photos showed the product after treatment. Photo one showed a drawing that is not accepted as a (photo) sample. The second photo showed the product wet. The leak was not visible on the photo. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 10 minutes of starting treatment with a polyflux 140h, an external dialysate leak was observed from the header there was no patient injury or medical intervention associated with this event. No additional information is available.